Event description:
The reporter stated that the pump intermittently turns off, and that the patient will remove and reinsert the battery and the pump will work again. There is no reported patient impact as a result of the intermittent power issue. There is no further information available at this time.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.